Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty mode relay on the hv module. Trend analysis for failures of this type does not indicate any increase in frequency.

Event description:
During a routine shift check by a clinician, the device displayed a "defib fault 72" message. There was no pt involvement.